Event description:
It was reported that during a follow-up in clinic, output issue was observed due to myopotential oversensing on the atrial lead. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were scheduled but the patient did not present to the appointment. Patient is in stable condition.